Manufacturer narrative:
Only 1 test strip was returned for investigation. The reporter's test strip tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter (serial number not provided) compared to a laboratory result using a stago neoplastin cl+ reagent. At 12:19 pm the meter result was 6.9 inr. The laboratory result was 4.5 inr and was taken within 15 minutes of the meter result. The laboratory result was performed due to receiving the 6.9 inr (a high result) from the meter. The initial reporter stated that the 4.5 inr result was above the patient's therapeutic range.